Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-725h-(B)(4): the fiber/glass cap is fractured at the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end exhibits minor scratch marks and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during unpacking for a bph surgical procedure at 53,210 joules and 76 minutes "the tip cap was damaged" was noted. No light was noted to have been emitted from the damaged portion. The fiber was exchanged and the second fiber was used to complete the procedure at 216,040 joules. The fiber tip was cleaned during the procedure. Patient outcome stable reported.